Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2018-16677. During an implant procedure, there were insertion difficulties noted while inserting the left ventricular (lv) lead into a lateral vein and there were high pacing thresholds and phrenic nerve stimulation. The lead was being repositioned when the patient became hypotensive. An echocardiogram was performed, revealing a pericardial effusion which was treated with a pericardiocentesis. The lv lead was removed, the implant procedure was abandoned, and a cardiothoracic surgeon performed a thoracotomy to resolve the effusion. It was suspected that the decrease in blood pressure was due to the anticoagulant therapy of the patient. The patient was transferred to the intensive care unit and is currently stable. There were no performance issues noted with any abbott devices during the procedure.

Event description:
Additional information was received indicating that the patient expired. The primary cause of death was septic shock and there was no allegation that any abbott device caused or contributed to the patient's death.

Event description:
Additional information was received indicating that the cardiac perforation was due to a non-abbott device.